Event description:
It was reported that the external pulse generator did not sense properly. The generator was replaced, and returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator did not sense properly. The generator was replaced, and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board and heart lead flex are corroded/contaminated. Lower case and side bail covers are broken/contaminated. Upper case, battery release, lead flex cover, board connector cables, heart wire contacts, battery drawer, lcd (liquid crystal display) are contaminated. Ring cover is broken. Printed circuit board screws and battery flex are corroded. Battery contacts are compressed. One side bail is missing. The ring is bent.